Event description:
Filter was on IV tubing running amiodarone. Nurse states the filter was cracked. It appears to be an ongoing problem. Manufacturer response for pall pharmassure syringe filter, pall pharmassure 25 mm syringe filter (per site reporter). Nothing yet.